Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was dispatched to emergency medical services due to high blood glucose. It was unknown if the auto mode was active or not at the time of incident. Customer stated that the insulin pump was not giving correct basal amount. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.